Manufacturer narrative:
Correction provided in b5. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During follow-up for a separate event, it was reported by the peritoneal dialysis registered nurse [(pd)rn] that this female pd patient was diagnosed with peritonitis. The patient presented to the hospital on (B)(6) 2023 with abdominal pain. The patient was admitted to the hospital with a diagnosis of peritonitis. The pd effluent culture resulted positive for enterobacter cloacae complex. No information was provided pertaining to the patient¿s antibiotic regimen; however, the patient did complete the prescribed antibiotics. The patient was discharged on (B)(6) 2023. The patient continued pd therapy during recovery. The cause of the peritonitis was not confirmed.

Event description:
During follow-up for a separate event (B)(4), it was reported by the peritoneal dialysis registered nurse [(pd)rn] that this female pd patient was diagnosed with peritonitis. The patient presented to the hospital on (B)(6) 2023 with abdominal pain. The patient was admitted to the hospital with a diagnosis of peritonitis. The pd effluent culture resulted positive for enterobacter cloacae complex. No information was provided pertaining to the patient¿s antibiotic regimen; however, the patient did complete the prescribed antibiotics. The patient was discharged on (B)(6) 2023. The patient continued pd therapy during recovery. The cause of the peritonitis was not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler with cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the cause of the peritonitis was not determined, the culture result of enterobacter cloacae complex suggests a breach in aseptic technique. This organism is a natural component of the human intestinal flora and is found in human feces. The organism is also found in plants, water and food. Based on the available information and no allegation or evidence of a defect, deficiency, or malfunction, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis with hospitalization.